Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message upon power up. The customer attempted to exchange the batteries, however the issue would not resolve. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 06/23/2015. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found that the top cover, motor cover, encoder cover, head restraint bracket and battery compartment were damaged. Additionally, patient restraint pin and battery partition cover were missing. The physical damages found during visual inspection are unrelated to the reported complaint that the autopulse platform displayed a system error. A review of the platform's archive was performed which showed that the system error had occurred upon power up of the platform. Functional evaluation of the returned autopulse platform was unable to be performed as a system error message was observed upon power up, therefore confirming the customer's reported complaint. Further inspection determined that the processor board needed to be replaced to remedy the system error fault. After a test processor board was installed, the platform was tested again. However, the platform intermittently displayed a user advisory 34 (encoder failure) message. A test encoder was then installed and functional testing using a 95% patient test fixture was performed for 20 minutes. No other user advisory or faults were observed. The encoder was replaced as a precaution. Based on the investigation the parts identified for replacement are top cover, motor cover, encoder cover, processor board (1.1g), head restraint bracket, battery compartment, patient restraint pin and battery partition cover. The encoder was also replaced as a precaution. In summary the customer's reported complaint that the autopulse platform displayed a system error was confirmed during archive review and functional testing. The root cause was determined to be that the pca processor board was defective. After the processor board was replaced, a run-in test using a large resuscitation test fixture (lrtf) was performed for 20 minutes and no problems were observed. Note that the physical damage found during visual inspection is unrelated to the reported complaint. The platform is a reusable device and was manufactured in 2005. Therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on 06/23/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.